Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about multiple reciproc blue breakages during use. Exact amount and update has been requested. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciprocal blue file r25 8/100 25mm 025 has broken at the base of the active part. Only the active part fragment has been returned. The broken fragment is still firmly blocked in the extracted tooth (also returned). The rupture pattern has been damaged likely during an attempt from the practitioner to remove the broken file from the canal and is now unexploitable. No further analysis can be made. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1469597, #1469601, #1469629 and #1469249). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information received indicating the broken piece could not be retrieved and the patient's tooth was extracted.